Event description:
Undersensing was reported. The lead was explanted and replaced. No patient complications have been reported as a result of this event. Further information received from an attorney alleges patient suffered physical and other injury as a result of the recalled lead. Patient experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective sprint fidelis lead. Patient has suffered repeated shocks and fractures, after the enhanced monitoring system was in place, and the monitoring failed. Patients suffered these shocks and fractures without any alarm sounding from this purportedly "enhanced" monitor. Attorney also alleges the patient "has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish".

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found; full lead was returned for analysis.